Manufacturer narrative:
Additional information was added to h6. H10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.0 mm coupler for vascular anastomosis failed during surgery. Further details were that one of the ring pins was completely bent 90 degrees. The customer attempted to straighten out the pin; however, was unsuccessful. There was no patient injury or medical intervention associated with this event. No additional information is available.